Manufacturer narrative:
In response to FDA report number mw5085281. A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation: "breast implant illness symptoms". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reports ¿discovered implants were textured, concerned regarding the potential for alcl,¿ ¿palpable axillary lymph nodes¿ and "foreign material with giant cell reaction." Healthcare professional reported right side capsular contracture, baker grade iii. Device has been explanted. This record is for the right side.